Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose level. Customer administered a manual injection to address bg. Reportedly, the customer disconnected from the infusion set, delivered a bolus, and did not observe any drops of insulin exiting from the end of the infusion set tubing or cartridge tubing. Reportedly, customer changed the pump supplies to address the issue and resume insulin.